Manufacturer narrative:
Additional narrative: d4: UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had exceeded the maximum allowable temperature of 118°f (actual temperature reported was 127.1°f). The device was taken apart and it appeared there was medical debris and corrosion in the bearings caused the failure. It was further determined that the root cause of the failure was due to corrosion, which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to insufficient cleaning after clinical procedures, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device became hot while it was being held and while spinning/working. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.